Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300-400 mg/dl) and a bolus was delivered to address the bg level. The cause of the high bg was not reported; however, the customer had changed the type of infusion set used. The customer could not recall why that decision was made. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a cause of the high bg.